Event description:
Date is an estimate. Began what was thought to be hand, foot, and mouth (blisters on my tonsils and tongue). I waited 2 1/2 weeks to see a doctor following the initial symptoms. Pa stated it was not hand, foot, and mouth. Performed strep test. Negative. The pa could not determine diagnosis. The pa stated it was "some type of bacteria" and prescribed a z-pack. The first week in (B)(6) 2021, I came down with symptoms of a cold that lasted nearly a week then went into losing my voice. I went to a pa who prescribed an antibiotic. My voice slowly recovered between (B)(6). I saw an ent multiple times with no diagnosis. Was referred to the (B)(6) but I did not go in (B)(6) because symptoms somewhat subsided. I continue to have times where I my voice is impacted. FDA safety report ID# (B)(4).